Event description:
According to the reporter: the device broke during the procedure. The broken pieces were successfully retrieved from pt. No additional bleeding and no tissue damage were reported. The operating time and incision were not extended as a result. A new instrument was used to complete the procedure. No pt injury was reported.

Manufacturer narrative:
(B)(4).